Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for high respiratory rate and low expiratory minute volume. The patient was coded and resuscitated. Final patient outcome was no injury. (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the hospital. No parts have been reportedly replaced. Provided ventilator logs were reviewed. According to the event log, ventilation mode was set to simv (prvc) + ps where the ventilator delivers mandatory controlled breaths with a preset respiratory rate and volume and delivers inspiratory support (ps) during spontaneous breaths taken between the mandatory breaths. At the time when the patient reportedly desaturated and was coded, the ventilator alarmed for low expiratory volume and for high respiratory rate. These alarms were most likely due to the resuscitation that was performed by the hospital staff and the patient was disconnected from the ventilator. The trend log for this period, 20:46 to 20:58, shows zero in expiratory volume and 100 % leakage which indicates that the patient was disconnected from the ventilator or there was a big leakage. According to the trend log during the ventilation period prior to and after the event the ventilator delivered mandatory controlled ventilation breaths, pressure and volume according to settings. The technical log does not contain any technical error codes and the ventilator passed pre-use check prior and after the event. The root cause why the patient deteriorated has not been determined. The alarm for low expiratory minute volume was generated after the patient had coded. The ventilator logs do not contain any information that indicates a ventilator malfunction at the time.

Event description:
Manufacturer ref. #: (B)(4).